Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A 3.5 x 18 mm xience sierra stent delivery system (sds) was advanced to the lesion without resistance; however, the stent could not be seen on the screen. The sds was removed and the stent was found in the guiding catheter. The procedure was successfully completed with a new guiding catheter and the deployment of a new 3.5 x 18 mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.